Manufacturer narrative:
The device was reported, to the manufacturer, as discarded. No additional information is available at this time.

Event description:
It was reported that blood leaked from the spiros after the device was attached to the patient port in preparation of attaching IV tubing. It was reported that less than 10 ml of blood was loss. There was no harm to the patient reported. No additional information is known at this time.